Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The logs were provided for analysis. The dealer svc rep believed the cause to be related to a mix of low battery, wireless congestion and workflow. (B)(4).

Event description:
The customer reported that no image was captured and no error displayed after exposure. The exam was loaded by the tech downstairs and the panel was prepared. The pt was taken upstairs to the third floor and about 5 to 10 minutes later, the tech exposed the pt and saw no image on the screen. The tech continued with the next shot and the outcome was the same. The tech was not prompted by the software with any error message. Later, they found that the battery on the detector was depleted. When the suspended exam was seen in the multi-view window, the icons looked like the image was in the attached pdf document. After the battery on the detector was replaced, the suspended study would not get ready. The images were retaken, resulting in additional radiation exposure.